Manufacturer narrative:
Separates is not specifically listed in IFU. Corrected data from user facility report. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition, each pmg wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device we cannot make a definite root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. The event description may point to damage by the needle by this statement "...attempting arterial puncture for sheath access in left femoral artery. This resulted in wire fracture with retained segment in subcutaneous tissue." We will continue to monitor for similar complaints.

Event description:
Physician was attempting arterial puncture for sheath access in left femoral artery. This resulted in wire fracture with retained segment in subcutaneous tissue. Pt outcome was requested but not provided by the rptr.